Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the reservoir compartment was broken and reservoir could not stay in. It was also reported that the motor was not rewinding the piston. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed displacement, pump self, off no power, a21 error, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The operating currents are within specifications. No unexpected rewind anomalies noted during our testing. However, the insulin pump was received with cracked lcd window, cracked case at the display window corner, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot also, had fully broken off reservoir tube lip noted and missing the reservoir tube lip o ring.